Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation with pulsed field (pf) on the mitral isthmus, the physician believed the patient ''experienced a coronary spasm affecting the circumflex'' artery. The patient developed arrhythmia, including ventricular tachycardia, and st segment elevation was noted on a 12-lead electrocardiogram (ECG). Defibrillation was required to return the patient to normal sinus rhythm. The st elevation began to subside prior to administration of a vasodilator, and further subsided after the medication was given. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files returned from the field were missing the .log files. Evidence of the reported issue could not be accessed. In conclusion, the reported clinical issues can not be assessed through data analysis. The physical product will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: images were returned and analyzed. The returned images from the field confirmed radiofrequency (rf) and pulsed field (pf) ablations were performed to the lateral mitral isthmus. In conclusion, the clinical issues (coronary spasm, ventricular tachycardia, and st segment elevation) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The physical product will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.